Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was successfully implanted. During post-implant balloon aortic valvuloplasty (bav), the valve became dislodged. A second valve was therefore implanted using a new delivery catheter system (dcs). No prolonged hospitalization or other intervention was needed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0012099626); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided for review and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. There was no evidence of an infold during initial deployment; however, the valve was recaptured due to the valve position above the annulus and infold was evident during the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Despite the infold, the valve was released. It was reported that a post-implant dilatation was performed which caused the dislodgement, but the images do not support that a balloon was used after the implant. There is evidence that a possible kink/bend in the pigtail catheter might have interacted with the outflow of the evolut. Of note, the dislodgement event was not captured on fluoroscopy thus it is not possible to validate if the pigtail catheter contributed to the dislodgement. The dislodged valve was snared to the ascending aorta and a second valve was loaded and confirmed a good load. The second valve was successfully implanted. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed. It was reported that the post-implant bav was performed due to an expansion issue with the valve. The patient was rapid paced during the post-implant bav. It was noted that the patient¿s anatomy was tortuous with an angulation of 46 degrees.